Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, atrial impedance of >1990 ohms and intermittent capture were observed. The patient was admitted for a lead revision, but prior to surgery, the battery data indicated 2.77v, 17ua current drain and <1k ohms cell impedance. When disconnected from the pulse generator, the atrial lead tested normal, so the pulse generator was replaced.